Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the patient was experiencing lower fluctuations. The runtime parameters of the waveform were 11.1 lpm, 9200 rpm, .25 pl and 10.1 watts. The log file was reported to contain 120 pl events with power ranging from as low as 6.4 to as high as 11.5 watts, but mostly fluctuating in the 8 to 10 watt range. The patient was taken to the operating room for "low flow" alarms, thought to be right ventricular failure. The alarms resolved when the chest was opened. It was not confirmed if the surgeon noticed any pump placement issues with the inflow conduit or outflow graft. The patient was returned to the operating room for chest closure and put on dialysis but is extubated and mobile. A speed echo was suggested to determine if the speed was appropriate for the high output and pp.

Manufacturer narrative:
The patient remains on going with the implanted device and no further issues have been reported. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.